Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a phone call on (B)(6) 2016 from a family member who reported that this patient had died on (B)(6) 2016. According to the family member, this device and competitor lead system had been explanted on (B)(6) 2016 due to infection. The patient died a few hours following the explant procedure.